Event description:
It was reported to boston scientific corporation, in 2006, that "[two] "metal" shavings /pieces [were found] inside of the sterile product package [of a captivator polypectomy snare on the same day]." There was no patient involvement with this issue.

Manufacturer narrative:
A visual analysis of the returned device confirmed the reported event. A visual evaluation of the device revealed a piece of foreign material measuring approximately .035" in length. A review of the device history record for the pertinent lot was performed; no anomalies were noted.